Manufacturer narrative:
H.6. Investigation summary: a bd quality engineer inspected the sample and photograph provided. Bd received one used nexiva 20ga unit attached to a syringe without packaging from catalog number 383516, lot number 9087932. Also, one photo was submitted for review which displayed a nexiva 20ga unit with attached to a syringe with a blue circle around the area of the winged adapter and connection to the extension set. Through the visual/microscopic evaluation, the wedge, primary septum and the grey canister were installed properly. There were no holes, kinks, splits, or wrinkles observed in any of the catheter tubing or the extension tubing. The extension tubing was adhering to the port walls of the wing adapter and straight adapter. A water-leak test and aspiration test were performed where leakage was not observed. The defect ¿leakage¿ was not confirmed based on evaluation of the returned unit. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems leaked while drawing blood. The following information was provided by the initial reporter: "we have had another issue with product 383516, 20g IV cath (pink) leaking when drawing blood."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems leaked while drawing blood. The following information was provided by the initial reporter: "we have had another issue with product 383516, 20g IV cath (pink) leaking when drawing blood."